Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿inadequate healing.¿

Event description:
It was reported that the patient underwent a shoulder procedure on (B)(6) 2014. Subsequently, review of radiographs revealed subluxation and that the position of the patient's clavicle has become higher. No revision procedure has been reported to date.